Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Ffrw oversensing identified in episode #35.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was not discriminating according to the programmed algorithm. The ICD was detecting far field r-wave (ffrw) episodes inappropriately. Additionally, atrial fibrillation detection was impaired by ffrw. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.